Event description:
The pt had no stimulation on her right side. The impedance readings on the affected side were all above normal. The impedance readings for contacts 8-15 were greater than 4000 ohms. No device troubleshooting or specific patient symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.